Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e411 analyzer. The patient's initial hcgb result was 8181 iu/ml accompanied by a data flag. The initial result was released to the patient and doctor. The doctor did not accept this result and the sample was repeated on an elecsys 2010 analyzer. The first repeat result was 10000 iu/ml accompanied by a data flag. The sample was then diluted 1:100 and the result was 1000000 iu/ml accompanied by a data flag. Calibration and quality control were performed and the sample was repeated a third time. The third repeat result was 10000 iu/ml accompanied by a data flag. The patient was not adversely affected by this event. The hcgb reagent lot number was 171601 and the expiration date was 06/29/2014. It was determined the customer was not following the recommended calibration frequency.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional details were requested but not provided. The quality control results were within range. A general reagent or analyzer issue could be excluded as the repeat measurements using the same reagent kit and the same analyzer produced plausible results.